Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an extrusion of the implanted device in (B)(6) 2025 (specific date not reported). The patient subsequently underwent a revision surgery on(B)(6) 2025 for a wound revision. Towards the end of (B)(6) 2025 (specific date not reported), the patient experienced serous discharge from the implant site and a fistula was observed on (B)(6) 2025, which eventually healed. However, in (B)(6) 2025 (specific date not reported), the patient had experienced recurrent drainage. It was also reported that the patient underwent a revision surgery (date not reported) for a revision flap closure with antibiotic irrigation; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 due to an infection and wound breakdown and the patient was reimplanted with a new device during the same surgery. The surgeon also performed a debridement and advancement flap closure during the same surgery on (B)(6) 2025.